Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged operative complication experienced by the patient and his subsequent demise. If additional information is received a follow-up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: according to the initial reporter, the father of one of her co-workers underwent an unspecified robotic surgical procedure, experienced an unspecified leak, and subsequently passed away 7 days later. However, at this time, the causes of the operative complication and the patient's subsequent demise are unknown. Refer to MFR report 2955842-2016-00175 for the MDR submission of the first reported operative complication and patient death noted by the initial reporter.

Event description:
On (B)(6) 2016, intuitive surgical, inc. (Isi) received FDA voluntary report mw5060196 with the following event description: my dad was (B)(6), he had two areas of cancer (colon and near rectum) that had to be removed but they were early stages and did not require chemo or radiation. He was healthy and still worked as a supervisor for the federal government. He wasn't sick and had no symptoms going into surgery. He wasn't taking any meds prior to surgery. On (B)(6) 2016, he had robotic surgery at (B)(6) hospital in (B)(6). Surgery was scheduled for 7 hrs, but took 9 hrs. On (B)(6) 2016, emergency surgery was performed to repair leaking ileum due to nipped equipment. By this time, his organ were having problems. On (B)(6) 2016, another emergency surgery. On (B)(6) 2016, my father died. What is interesting, I sent a mass email to my job reaching over 100 people to explain what happened to my father to avoid questions. There was a co-worker that lost her father from robotic colon surgery in (B)(6) 2 yrs prior. She explained the doctor nipped an area and they had to go back into surgery to fix it. He later died; 7 days later. Please help us. This is wrong and so very sad. My father's last words, they messed up. It's heartbreaking because he suffered in pain while the doctors tried to figure it out. Our doctor had 28 years of experience, but only 1 year experience of robotic surgery. Concomitant medical products: rx meds. He wasn't on any meds or using any, medical devices., otc meds: he did take multi-vitamins, but I'm, unsure what brand. On (B)(6) 2016, isi contacted the initial reporter of this complaint and obtained limited information regarding the reported event. The initial reporter stated that one of her co-workers mentioned that her own father also underwent a robotic colon procedure at a different unspecified hospital and a similar event happened where the patient experienced a leak and passed away. The initial reporter declined to provide any additional information regarding the reported event. The following information is unknown: type of robotic surgical procedure performed, date of the surgical procedure, name of the surgeon who performed the surgical procedure, name of the hospital where the surgical procedure was performed, the cause of the patient's operative complication, the cause of the patient's death, and the date of the patient's death.